Event description:
During an implant procedure, low pacing impedance was observed on the right ventricular (rv) lead. It was suspected the lead was damaged. A new rv lead was used to complete the procedure. The patient was stable.